Event description:
It was reported that the physician used a gore-tex suture to perform a carotid endarterectomy (cea). The surgery ended without incident. When transferring the pt from the operating room to ICU, a nurse observed that the pt was bleeding from the site of the incision. The pt was immediately sent back to the operating room. The surgeon opened the wound in the neck area and found bleeding, due to the torn suture. He then tried to stop the bleeding by applying pressure to the anastomosis site. At that time, the knot remained intact. The surgeon anastomosed again to close the carotid. As of (B)(6) 2011, the pt is reported to be recovering and will soon be discharged from the hospital.

Manufacturer narrative:
A device has not been returned for eval. Lot number info was not provided; therefore, a review of mfg paperwork could not be performed. A device has not been returned for eval, therefore, a direct product analysis could not be conducted. F/u communication with the physician indicates that he reviewed the video of the procedure post-operatively and confirmed that the sutures was briefly stuck on the retractor. Based on the info provided by the physician and the results of our investigation, gore is unable to determine the exact cause of this event. The potential for breakage is addressed in the precautions section of the instructions for use stating, "avoid crushing or crimping the suture with surgical instruments or exposing the suture to sharp edges. When trying knots with the gore-tex suture, tension should be applied by pulling each strand of the suture in opposite directions with equal force. Care should be taken to avoid using a jerking motion which could break the suture." All available info has been placed on file for tracking, trending, and f/u.